Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that 4.5g of tazosin in 50 mls of normal saline was set to infuse at a rate of 100 ml/h, however 15 minutes after the start of the infusion the whole 50 mls had gone through. After the event, the customer checked the pump to ensure that the correct rate had been programmed and also checked the normal saline bag to ensure that only 50 mls had been taken from it for the reconstitution of the antibiotic. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.